Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, loss of connection between the transmitter and receiver occurred. No additional patient or event information is available. Data was provided for evaluation. The reported loss of connection was confirmed via data. A root cause could not be determined. The receiver has been received for evaluation. A follow up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and it passed. The battery was charged but receiver does not boot up. The receiver is stuck on re-initializing continuously. The customer complaint for loss of connection was not confirmed. The root cause could not be determined.